Manufacturer narrative:
This report has been identified as b. Braun medical internal report number 400714567. The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: brief inquiry description: tubing broke leaking detailed inquiry description: tubing broke and portion that goes inside the pump leaking.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) contaminated sample, and one (1) new sample were provided for evaluation. Upon visual inspection of the returned samples, one set was observed to be assembled within internal specification. While the other set had a broken low pressure check valve. Therefore, the leakage reported was due to the set containing a broken valve. Based on the data from the investigation, the reported defect was unable to be confirmed to be a manufacturing defect. Although the exact root cause of the reported defect could not be conclusively determined, a probable root cause is user handling. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. (Delete this paragraph if no lot number provided) we will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.